Manufacturer narrative:
(B)(4). An epic biliary endoscopic stent and delivery system were received for analysis. The safety lock and the flow restrictor/ flushing luer were removed and not returned. The stent was returned fully deployed, visual inspection was performed and found the delivery system was cut into three pieces; the tip, the inner sheath and the outer sheath were separated from the delivery system. Multiple kinks were found in the inner sheath. The outer sheath was flattened. The stent wire was damaged. No other problems were noted to the stent and delivery system. The separation of the delivery system (tip, inner sheath and outer sheath) were not likely related to the reported event of stent failure to deploy. The complainant reported that the user intentionally cut the device to verify if the stent was present inside the delivery system. The observed failure of stent wire damage most likely occurred when the stent fell to the ground after the physician cut the delivery system. The kinks noted to the inner sheath would likely occur after separation of the delivery system. Flattening of the outer sheath suggest that something was pinching down on the sheath. If the sheath is pinched while the thumbwheel is used, the sheath may not move proximal to allow the stent to deploy. It is possible that procedural factors such as the interactions with another device or possibly the previously implanted stent could have contributed to the flattening of the sheath which led to the reported event of stent failure to deploy. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an epic biliary endoscopic stent was to be implanted in the common bile duct to treat a cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. The patient has a tight stricture through the hepatic duct. The patient 's anatomy was dilated prior to stent placement. During the procedure, the physician attempted to deploy the epic biliary stent through the previously implanted epic biliary stent; however, the epic biliary stent never unsheathed. The epic biliary stent was removed from the patient fully covered by the outer sheath and a different stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient condition was expected to fully recover at the end of the procedure. Note: the user intentionally cut the device after the procedure to confirm the stent was present inside the delivery system. Subsequently, the stent jump off and fell to the floor. Note: this event has been deemed an MDR reportable event based on investigation result which revealed the stent was damaged.